Event description:
It was reported that prior to an endovascular aneurysm repair (evar) procedure, pre-close placement of the sutures was attempted of the right common femoral artery using a prostar xl device. Reportedly, the first prostar xl device was prepped by flushing the marker lumen. The device was inserted into the arterial lumen via a 10-french sized access site, but although the suture lumens filled up with blood, no pulsatile blood flow was observed from the marker lumen. After a couple attempts to achieve arterial luminal marking, the device was retracted, and a second prostar xl device was placed with immediate pulsatile backflow from prostar xl device marker lumen. The sutures were successfully deployed and set to the side and the access site was dilated to 17-french to match the outer diameter of the delivery catheter. After conclusion of the evar procedure, the knots from the prostar xl device were advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inability of the marker lumen to achieve arterial marking was not confirmed as analysis of the device did not detect any damage or anomaly of the device that may have contributed to the reported experience. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.